Manufacturer narrative:
Clarification: this event is a known potential adverse event addressed in both saline and silicone labeling. As it is unknown whether the affected device is saline or silicone, no device labeling can be sent at this time. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Physician reported left side rupture, diagnosed "via screening". Device was explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: underweight to the spec, broken/missing piece of the shell, encapsulation white color and red particles. A microscopic analysis was performed which identified a sharp edge broken shell assessed as unidentified tear opening. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp opening shell on anterior due to an unidentified (tear) opening.

Event description:
Physician reported left side rupture, diagnosed "via screening". Device was explanted and replaced.